Event description:
It was reported that surgical intervention took place on (B)(6) 2019 wherein the patient had their ipg explanted and replaced. Therapy has been restored postop.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg has reached end of life and is inoperable. Surgical intervention may be pending to address the issue.